Manufacturer narrative:
Investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the 29 mm sapien 3 valve was deployed -1cc from nominal at 6atms. The 29 mm commander delivery balloon ruptured during valve deployment. The valve was successfully deployed, but the delivery system was not able to be successfully recaptured in the sheath. An iliac injury was sustained by the patient as the team was attempting to remove the system and sheath. Vascular surgery had to come in and surgically remove the sheath and delivery system. A second system was prepped after the balloon rupture during deployment. The patient has died as a result of vascular complications caused initially by a valve delivery balloon rupture.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as no imagery was provided and no device was returned for evaluation. The presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per event description, ''the 29 mm commander delivery balloon ruptured during valve deployment. The valve was successfully deployed, but the delivery system was not able to be successfully recaptured in the sheath. An iliac injury was sustained by the patient as the team was attempting to remove the system and sheath.'' The balloon burst could be potentially related to calcified annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall leading to balloon burst through the following mechanisms such as a puncture, local overstretching, open cell impingement, or stress concentration. However, as no patient or procedural imagery was provided, a definite root cause is unable to be determined at this time. As the balloon was burst, it is possible the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such condition, excessive manipulation to remove the device can lead to vasculature complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.